Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this device had a syncopal episode. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information from the field indicates the syncopal episode was due to patient been dehydrated and there were no device issues. No report was required for this event. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this device had a syncopal episode. This device remains in service. No additional adverse patient effects were reported. Additional information from the field indicates the syncopal episode was due to patient been dehydrated and there were no device issues. No additional adverse patient effects were reported.